Event description:
It was reported that during a port placement, the catheter needle was allegedly broken. The procedure was completed using another port. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one titanium dome port, one groshong catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two catheter locks, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported catheter needle break as, multiple cracks were observed on the proximal needle hub. A leak from the needle hub was observed upon infusion of the device; the needle did not fully aspirate water and air was noted within the syringe. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during a port placement, the catheter needle was allegedly broken. The procedure was completed using another port. There was no reported patient injury.